Event description:
As reported by dealer, nurse was walking pt along edge of road, frame snapped. The chair collapsed to side of road and pt fell against telephone guide wire. Pt sustained 4 cuts, 3 on nose, 1 on eye and bruised side of face. As reported subsequently by family member, left rear wheel fell off causing chair to tip. Pt sustained injuries as described by reporter. It appears that left side of frame failed prior to reported complaint. No notification given regarding this first failure. Use continued after first failure. Right side down tube broke through bolt hole.